Manufacturer narrative:
Unit received alarming failure of flash memory alarm followed by a new software release detected alarm due to fractured solder joints at motherboard. Unable to perform operating current test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to failure of flash memory alarm and a new software release detected alarm error alarms. Unit had cracked reservoir tube lip.

Event description:
It was reported that customer received a new software release detected alarm and insulin pump was shutting off. Once alarm was cleared, insulin pump received a failure of flash memory alarm. Issue continued to occur when alarm was cleared. It was reported that the time on insulin pump was incorrect and reservoir was showing empty when it was actually full. Customer's blood glucose was unknown. Insulin pump would be replaced.